Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they need logs, because there was a patient death on 02jun2023 between 14:30 and 17:70, and they want to start an investigation. The customer wants logs and waveforms. The customer had pulled logs and saw a lot of "patient conflict" errors. The device was in clinical use at the time of the reported death.

Manufacturer narrative:
The mx40 patient monitor involved in this event is reported in MFR reference 1218950-2023-00455. A philips field service engineer went to the customer's site and gathered device logs. The complaint was escalated for technical investigation and the results indicate by the audit logs that the piic ix was functioning as designed. The product support engineer noted from the audit log, between 1430 and 1758 the telemetry device has the ¿equipment online¿ and ¿equipment offline¿ repeatedly at the same times when the patient conflicts occur. This could mean that the device was not connected properly or that the device could be outside of ap range. At 15:53 that there is a tele weak signal detected but it was resolved seconds later so they could be in an area that just barely covers the ap range. In the audit trail there was the vent/fib tach being generated and recorded at 22:29:12. A red alarm played. Then at 22:30:33, the yellow alarm sounded, and it was stopped a few seconds later. At 22:35:15, the vent fib/tach stopped and the asystole alarm was generated. There is no indication of a device malfunction. Additional information was received, there was no allegation related to the device. The biomed wanted to review and understand all the patient conflicts present in the logs. It was indicated there was no fault with philips devices.